Manufacturer narrative:
Manufacturer unable to investigate, as user facility unwilling to provide any further details beyond that which is in the original medwatch report. Date of death not provided and could have been anytime in the last 4-5 years. For this specific case, doctor was not sure but thought that the death was from an infection related to the trocar [i.e., trocar puncturing mediastinum during insertion of thora-vent]. Doctor stated that this was third hand information received in their role as safety doctor for the emergency room team.

Event description:
From medwatch form mw5159396: "thoravent placed into the mediastinum. Pt later died." Only part of thora-vent that could cause bleeding is the trocar, which has a sharp point for use during insertion of the device. User facility unwilling to provide any further details beyond that which is in the original medwatch report. Doctor's reference to a "cluster" of events with thora-vent in medwatch forms mw5159393, mw5159394, mw5159395, mw5159396, mw5159397, and mw5159398 occurred over the last 4-5 year period. Doctor would not provide specifics, including which facility within the hospital group where it occurred, only that all cases occurred at the same facility but with different physicians. Uresil is filing mandatory reports with FDA based on the information received. For this specific case, doctor was not sure but thought that the death was from an infection related to the trocar [i.e., trocar puncturing mediastinum during insertion of thora-vent]. Doctor stated that this was third hand information received in their role as safety doctor for the emergency room team.